Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed advisories were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Technical services performed driveline replacement on (B)(6) 2019. It was reported that afterwards, low speed advisory and pump off alarms were observed. Patient has been discharged stable with a ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Section b2: correction. Section h3: additional information. Manufacturer's investigation conclusion: the reported low speed alarms were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from on (B)(6) 2019. The pump struggled to maintain the fixed speed on (B)(6) 2019 and multiple pump stoppage events with corresponding low speed and low flow hazard alarms were captured. All pump stoppage events and low speed/flow events occurred while the system was supported by the power module. No atypical alarms or events were captured after 17:18:48 on (B)(6) 2019. Additionally, the log files captured replace controller and backup battery fault alarms on (B)(6) 2019 (refer to other pi mains associated with this per). The alarms appeared to resolve when the patient switched to battery power. The account submitted x-rays for review which appeared unremarkable. The patient underwent an external driveline repair on (B)(6) 2019. The account later communicated that the patient had low flow, low speed advisory, and pump off alarms after the repair. The patient had reportedly been using an ungrounded patient cable and/or remaining on battery power since the alarms. The account requested an ungrounded patient cable for the patient. The patient was discharged with the ungrounded patient cable and was reportedly stable. Approximately 17.5" of the driveline was returned. The proximal 2.5¿ of the driveline was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition and appeared unremarkable. Minor wear of the metal braided shield was observed at and approximately 3¿ from the metal connector. Visual and microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The current heartmate ii lvas, document#: 106022, rev. H, discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, document#: 106022, rev. G, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.